Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. This report is for the 1 conversion to surgery event. The date of the event(s) is unknown. According to the article the date range for this event(s) is from january 2012 and january 2017.  For this reason, the first day of the range was used as the occurrence date.  In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below. P130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication).   The device is not available for evaluation.  However, at the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event.  Since the information was from an article, specific details regarding the cause of the ¿conversion to surgery¿ was not provided.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.   There is no indication or allegation that a product deficiency or device malfunction contributed to the event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: fischer q, et al. Performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves. Arch cardiovasc dis (2019), https://doi.org/10.1016/j.acvd.2019.05.008.

Event description:
Through the review of the medical article by our affiliates in (B)(6): "performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves". Corresponding author dominique himbert, the following events were identified: between january 2012 and january 2017, a total of 502 patients with symptomatic severe aortic stenosis at very high or prohibitive surgical risk were treated with tavi. Edwards sapien xt (sxt) and sapien 3 (s3) were implanted in 275 patients. Procedural complications: 2 annular rupture (1 death, 1 non-fatal) 1 conversion to surgery 6 tamponade (1 death, 5 non-fatal) 1 ventricle perforation 1 mitral valve damage 18 av block 10 strokes (4 during procedure, 6 on 30-day outcome) 87 vascular complications (27 during procedure / 62 on 30-day outcome) 65 bleeding (8 during procedure / 57 on 30-day outcome)   30 day outcome: 4 cardiovascular death 31 acute heart failure 35 pacemaker implantations

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10003, 2015691-2020-10005, 2015691-2020-10006, 2015691-2020-10007, 2015691-2020-10008, 2015691-2020-10009.